Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the scope connector had liquid immersion and once it was dried, the image was normal. The most probable cause of this reported event is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed communication error 315, during inspection prior to use. There were no reports of patient involvement.